Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
During the stent placement procedure, the catheter of the stent broke away from the handle and deployment was unable to be successful. Another device was used to complete the procedure with no harm to the patient.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x device zilbs-635-6-8 of lot number c1105878 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and a document based investigation was carried out. Additional information was requested from the customer, but at the time of the investigation, this information was not available. On evaluation of the returned device, tactile damage was observed along the outer sheath (flexor). The overall flexor length was measured as 204cm, which is out of specification of 200cm +2/-1cm. The evaluating engineers suggested that the severe elongation of the flexor could have been caused by high deployment forces due to the patient anatomy. The stent was not deployed. There was no evidence to suggest that the device was manufactured incorrectly. The flexor was separated from the handle at the white connector cap. The customer complaint was confirmed as the flexor was separated from the handle. Possible causes for this occurrence could include a difficult patient anatomy and insufficient strength of the flexor. Difficult anatomy may have created high deployment forces, which could have caused or contributed to the damage and elongation noted on the flexor and the flexor separating from the handle. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1105878. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: during the stent placement procedure, the catheter of the stent broke away from the handle and deployment was unable to be successful. Another device was used to complete the procedure with no harm to the patient.